Event description:
A patient indicated for gastrointestinal/pelvic floor reported they were trying to use their programmer to check the device and saw the power on reset message on the screen. The patient experienced a return of symptoms about two months prior and on the day of the call. The change in symptoms was reported to be gradual. No falls or traumas were related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.